Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. There was a leakage due to perforation at the bending section or crack of the resin component. There was an insulation failure at the insertion section. Angulation range was insufficient. The bending section rubber glue was worn out. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to physical stress or chemical stress on the insertion section. If significant additional information is received, this report will be supplemented.

Event description:
The user found that there was leakage from the distal end of the device. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the coating of the device tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.